Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 07-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 132, 150, 170, 156 and 184 mg/dl. The customer¿s expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 139 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/20/2025 and open vial date is 08/23/2023. The meter memory was reviewed for previous test result history: result 1 : 132 mg/dl date: 08-24 time: 04:27 pm fasting. Result 2 : 150 mg/dl date: 08-24 time: 11:14 am fasting. Result 3 : 170 mg/dl date: 08-24 time: 11:03 am fasting. Result 4 : 156 mg/dl date: 08-24 time: 10:59 am fasting. Result 5 : 184 mg/dl date: 08-24 time: 10:55 am fasting.